Event description:
Boston scientific received information that the patient with this right atrial (ra) lead and pulse generator underwent a routine pulse generator change out procedure. During the procedure, the set screw for the ra lead was unable to be loosened. Attempts to trouble shoot were unsuccessful. Eventually the lead broken and the remaining portion of the lead was left in the patient and capped. There were no adverse patient effects reported. The device has been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device header was examined. Visual inspection noted that the hex slot on the atrial tip setscrew was damaged. All setscrews moved freely and operated normally. An is-1 lead was inserted into both ports, with no issues observed. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The device is currently undergoing analysis. When additional information becomes available, this report will be updated.